Event description:
The hosp reported that during a CABG procedure, a heartstring iii seal failed to deploy. A replacement device was used to complete the procedure. The hosp did not report any pt effects. Refer to mfg report #2242352-2013-00512 for the related report.

Manufacturer narrative:
The device was returned to the factory for eval. It showed no signs of clinical usage. There was evidence of blood. The delivery device was returned outside the loading device. The tension spring assembly, seal and anchor tab were inside the body of the loading device. The green slide lock was locked and the white plunger was not depressed on the delivery device. Based upon the eval results, the reported complaint could not be confirmed, however, it was confirmed for failure to load. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).